Event description:
Caller states the patient tested 2.8 inr on the coaguchek system and 2.1 inr on a comparison lab. Coumadin was held for 2 days, however no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:dicyclomine - 2006 40mg/daypluoxcine - 2006 20mg/dayhydrocodone -2007 5-100mg/5mllipitor -2006 40mg/daylisinopril - 2007 10mg/daymagnesium - 2007 400mg/as directedmuse - 2006 1000 mcgnitroglycerin - 2006 0.4mgnorvasc- 10mg/daypotassium chloride - 2007 20 meq/dayranitidine - 2006 150 mg/daytoprol xl - 2007 50 mg/daytricor -2006 145 mg/dayzaraxolyn - 2007 2.5 mg/zetia - 2007 10mg/day